Event description:
It was reported by clinicians in the cancer and blood diseases units that the pump will state the infusion is finished however still have fluid in the bag. There was patient involvement however patient harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.